Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and flaw in stent strut was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left anterior descending artery and the stent strut on proximal end of the stent was larger than the rest of the body of the stent.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and flaw in stent strut was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left anterior descending artery and the stent strut on proximal end of the stent was larger than the rest of the body of the stent.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and flaw in stent strut was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported.